Manufacturer narrative:
Evaluation in progress, but not yet concluded.

Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the occluder, when 100 percent open was selected, was not actually 100 percent open. The device was changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.